Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the superficial femoral artery (unk side) the balloon ruptured. There were no anomalies noted during product inspection or when prepping device. The product was prepped according to the instructions for use. There was an ipsilateral approach from femoral artery to the target lesion. There was severe calcification, mild vessel tortuosity and 99% stenosis present. An indeflator was use for inflating balloon however the report indicated that at 3atm the balloon ruptured. There was no balloon leakage observed. There was no separation of any balloon part, no vessel dissection or deflation difficulty reported. The balloon was retrieved trough the sheath introducer. There was no adverse consequence to the pt. As per contact, there are no additional pt, vessel, lesion, or procedural info available. This product will be return for evaluation and testing.